Event description:
During an endoscopic banding procedure, the physician used a cook endoscopy saeed multi-band ligator. During use, some of the bands slipped off the barrel. Several attempts were made to collect add'l info regarding pt impact and prod usage. The complainant was unable to specify if the pt experienced any adverse effects or required add'l medical procedures due to this event.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected prod was not returned to cook endoscopy for eval. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this prod family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instruction for use instruct the user to deploy the band by rotating the handle clockwise until band release is felt, indicating deployment. Rotating the handle in a rapid fashion could have caused misfiring or premature deployment of the bands. Premature band deployment can also occur if the handle does not remain in the two-way position until ready for band deployment. The instructions for use instruct the user to keep the handle in the two-way position before and during introduction of the endoscope. After the endoscope is in place, the user is then instructed to place the handle in the firing position. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. The instruction for use advise the user that removal of the endoscope and attachment of another ligator may be required if more bands are needed. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.